Event description:
It was reported that the patient was receiving pocket stimulation from the ventricular lead. There was an abrupt decrease in impedance and the threshold was high. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.